Event description:
The customer reported an incorrect replacement weight change alarm on a prisma machine. The replacement motor started spinning very fast and then she got the alarm. Facility's intensive care nurse notified gambro renal products technical service (grpts) rep after hours, but was able to resolve the problem by the time her phone call was returned. She stated that she returned the pt's blood, turned off the machine, turned it back on and then set up a new prisma set and resumed treatment without incident.